Event description:
Possible patient or staff injury due to a sticky or "faulty" latch mechanism on the mp50 patient monitor. It has been observed that in a "normal" position the "mounting quick release lever" on the mp50 monitor protrudes out of the front housing (about 1/2") where the "mounting quick release lever" on the mp70 (larger philips patient monitor) is flush with the front housing. This could also add some confusion in confirming the monitor is safely latched between these 2 philips models.my biomed tech noticed that the latch on this particular monitor didn't lock when it was set on the wall mount. Further investigation revealed that the latching mechanism seemed to be sticking or gummy on the monitor and not going (spring loaded) to the full latch or "home" position. The other thing is that it clicked like it was latching but it did not latch. We investigated additional monitors of this model type and found it to be a problem with most of the latching mechanisms of this model type. You can physically position the latching mechanism to "home" or "latch" position and it worked fine. These monitors are fairly new, so I don't know why we are having this problem. The fear is that the clinical staff will think it is "latched" and it is not and possibly fall on the patient.